Event description:
It was reported that could not record events with patient activator; could not interrogate device, and possibly was implanted with expired device. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.